Manufacturer narrative:
During the device evaluation, the reported event of run-on was duplicated. It was confirmed that the handpiece had run-on due to a damaged trigger assembly. A damaged trigger assembly may stick, causing unintended motion.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the forward trigger would stay depressed after release and the device would keep running. There was no patient involvement and no adverse consequences associated with the device.